Event description:
Event description guidant received information that one month after implant an interrogation of the ICD noted a shorted lead warning due to pacing impedance <200 ohms. Guidant received additional information that the ICD appropriately sensed an arrhythmia and declared an episode but could not convert the patient.